Event description:
Customer reported the insulin pump alarmed button error. Customer blood glucose was unknown. Alarm did not occur after the pump was exposed to moisture. Customer stated a button was not pressed for three minutes or longer. Customer was sitting on the bed when the device alarmed. No further information reported.

Manufacturer narrative:
No button error alarm noted. Intermittent button response due to corroded keypad traces. Minor scratches on lcd window, cracked lcd window, cracked battery tube threads, minor scratches on reservoir tube window and stained end cap sticker.